Manufacturer narrative:
Device will not be returned as device remains implanted. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient reported he has been experiencing dislocations since his left middle finger surgery. He has had 2 nail surgical procedures to fix the dislocations. He doesn't feel is the implant and would like for us to review his x-rays and let him know if it is procedure related.